Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a biopsy procedure. According to the complainant, during the procedure the needle broke. The procedure was completed with another radial jaw 4 biopsy forceps device. Upon further examination, the pull wire was also found to be broke. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a biopsy procedure. According to the complainant, during the procedure the needle broke. The procedure was completed with another radial jaw 4 biopsy forceps device. Upon further examination, the pull wire was also found to be broke. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The patient ID, age, gender and weight are unknown. The event date is unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found that the needle tail was bent. Functionally, the device jaws would open and close normally considering the bent needle tail. Additionally, no abnormalities were noted with the device riveting and welding which were within design specifications.the condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. Although the device pullwires and needle were not broken, the needle tail was bent which was likely identified by the user as needle broke. The most probable root cause is undeterminable since the specific cause of the failure cannot be identified. However, an investigation is underway to address needle tail bent issues.a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.